Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having posterior cervical fusion due to cervical myelopathy. It was reported that screw not tapping when inserted into pre-drilled hole. There were no symptoms reported. The product was replaced and will be returned. No further complications were reported.